Manufacturer narrative:
As reported, the bard/davol hydrosurg irrigator leaked irrigation fluid. The subject product was returned for evaluation. Visual evaluation of the sample finds minor corrosion inside the hydrosurg battery case. Fluid leaked into the pump housing and presented in the lip seal barrier. Rtv is identified on the motor mount allowing fluid to pass through the motor mount and down the sides of the motor to the pc board and battery compartment. Based on the sample evaluation and investigation performed, the reported event is confirmed and the root cause determined to be manufacturing related. Note, the date of event is consider to be a best estimate as (B)(6) 2022 based on the date of awareness. Sample evaluated.

Event description:
As reported, during a laparoscopic appendectomy procedure, the bard/davol hydro-surg laparoscopic irrigator leaked brown fluid near the battery. It is reported that the nurse laid a green towel to catch the drip from the bottom of the device while the surgeon continued to finish the case, the procedure was completed using the same device. As reported, the leakage occurs usually during longer cases several times and not far into a standard case. It was reported that the device has been used in laparoscopic appendectomy, general procedures, and dark room procedures for last one or two years. There was no reported patient injury.